Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was a shorted 12v component on the ca board. The root cause of the shorted 12v on the ca board cannot be positively identified. There were no adverse events associated with the monitor malfunction.